Manufacturer narrative:
Only the ICD and the rv-lead were returned for analysis. The investigation is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the analysis of the ICD and the rv lead themselves. The manufacturing process of these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. Upon initial inspection the ICD could not be interrogated, confirming the clinical observation. The analysis revealed that this resulted from a damage of the electronic module, most probably due to a shock delivery into an external short circuit. It cannot be excluded that the reported twiddler syndrome led to this observation. The returned rv lead was inspected showing multiple cuts in the insulation with blood infiltration most likely resulting from the explantation procedure. Furthermore the shock coil was deformed which also presumably occurred during the extraction procedure. The analysis revealed no indication of a material or manufacturing problem of these devices.

Event description:
Ous MDR - twiddler syndrome. ICD could not be interrogated. Rv lead and ICD were changed. Implant date unknown.